Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported periapical ordered and made showing radiolucency around the implant #31. On exam the soft tissues are pink and healthy without exudate. No pain to palpation but the implant appears loose. Implant removed with forceps. Per indicated:

Manufacturer narrative:
Zimvie received one (1) t3pt6510, (t3 pro tapered implant 6/5mm (d) x 10mm (l)) for evaluation. Visual evaluation was performed, wear/use identified with no damage that would cause or contribute to the event was identified. Also, slight wear on implant and on hex of healing abutment screw however this is possibly all due to the removal process and did not cause or contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 2120007652. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120007652 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: other the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation were clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.